Manufacturer narrative:
The customer cancelled the service call indicating they had cleared the fault.

Event description:
The customer reported the system failed to power up. No report of patient injury.